Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having dental issues that caused pain, and being treated with antibiotics. Those symptoms alleviated following treatment but returned. Patient did another round of antibiotics and symptoms once again alleviated. Then months later it came back again but this time it was not localized and spread to a larger part of their gum. The patient seeked medical attention in another country. There it was deemed that the tooth in the area of concern/issue had to be removed along with the floating part of their bridge due to the spread of infection. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.